Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac.t diff analyzer was dripping fluid. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the compressor was not working. The fse replaced the compressor. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).